Event description:
A non-reproducible false low advia centaur xp afp result was reported by the customer and the result was questioned by the physician. The patient sample was repeated on the original instrument and the afp result was over the assay range. The same sample was repeated on another instrument and the afp result was over the assay range. The customer performed dilutions on the patient sample and obtained an afp result that was elevated. A corrected report was issued. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp afp result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call, checked the acid and base, dark counts, probe calibrations, dispensing, performed a system decontamination and checked quality controls. The cause for the non-reproducible advia centaur xp result is unknown. No conclusion can be drawn. The instruction for use (IFU) states under the warnings section states the following: "the advia centaur afp assay is not a screening test for cancer and must never be used as such. Afp testing is a safe and effective supplement to patient care when used as part of the overall management strategy for patients undergoing treatment for non-seminomatous testicular cancer or for patients being monitored after therapy is complete." "Do not interpret serum afp as absolute evidence of the presence of malignant disease. At time of presentation, patients with confirmed non-seminomatous testicular cancer may have serum afp concentrations within the range observed in healthy individuals. Since elevated afp levels are often found in patients with other malignant and non-malignant conditions, the physician should rule out all other conditions associated with elevated afp levels prior to the use of the advia centaur afp values in non-seminomatous testicular cancer management. Conversely, low concentrations of afp are not necessarily indicative of absence of disease, particularly post-surgery or after chemotherapy. Testicular tumors that are histologically categorized as pure seminoma do not synthesize afp. The advia centaur afp assay, as a useful adjunct in cancer management, is intended for the evaluation of non-seminomatous testicular cancer, or mixed tumors with non-seminomatous elements, but not for pure seminoma. Additionally, several histologic subtypes of non-seminoma either do not synthesize afp (choriocarcinoma) or do so unpredictably (teratoma). Therefore, afp levels should be used concurrently with other diagnostic and clinical patient information." The instruction for use (IFU) states under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instrument is performing within specifications.